Event description:
Per information provided: (B)(6) 2012: patient was diagnosed with 2 ventral hernias thereby underwent open repair with implant of ventralex st (device 1). Per op notes, ¿previous incision was reopened in umbilicus. The hernia sac was opened and adhesions were taken down. The defect was repaired with sutures. Another hernia defect was noted on left lower quadrant. The sac was opened and adhesions were lysed. A ventralex st (device 1) was placed on llq and sutured.¿ (B)(6) 2013: patient was diagnosed with recurrent two ventral hernias thereby underwent open repair with implant of ventralex st (device 2 and 3). Per op notes, ¿the hernia sac was identified and freed back at the level of fascia. Excess sac was excised. Adhesions of both prior incision sites were lysed. Both defects were noted. Two ventralex st (device 2 and 3) near umbilicus and llq were placed on both defects intraperitoneally and sutured.¿ (B)(6) 2014: patient was diagnosed with recurrent multiple ventral incisional hernias thereby underwent laparoscopic repair with excision of ventralex st (device 1,2 and 3) and implant of synthetic mesh. Per op notes, ¿significant adhesions were noted in abdominal wall was lysed. Swiss cheese recurrent hernias with incarcerated omentum were noted and reduced. Multiple loops of small bowel were released. The bowel was ingrown into old mesh (device 1,2 and 3). The mesh near the umbilicus (device 2) was transected. Old llq defect was noted and reduced. Another meshes (device 1 and 3) were transected. Multiple defects were reduced. A large synthetic mesh was placed and secured using sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. This MDR represents the ventralex st (device 3). Additional supplemental emdr¿s were submitted to represent the ventralex st (device 1) and ventralex st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.